Manufacturer narrative:
07/23/2012: supplemental information: adverse event was omitted in error on the 3500a.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was previously displaying a battery icon and then it shut off and did not power back on when attempting a blood glucose test. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issues began on (B)(6) 2011 at approximately 7:25 am in the morning. The patient reportedly manages her diabetes with oral medications and reported that she continued with her usual dose of medication and exercised when the alleged issue occurred (actos pills 30 mg). The patient claimed she developed symptoms of "blurry vision, increased uveitis and feeling tired" in the evening of that same day. On (B)(6), 2011 at an unknown time, the patient was tested by a nurse during a doctor's office visit and reported a glucose value of "310mg/dl" using an unknown device and the patient was reportedly treated with actos pills and given vitamin supplements. The patient also saw her ophthalmologist on (B)(6) 2011 and also reported that she exercised on october (B)(6) 2011 in response to the high reading. At the time of troubleshooting, the cca noted that based on the meter usage, a battery replacement was due but the patient did not have batteries available. The correct test strips were being used. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.